Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the low-voltage pacing lead extended after more than 18 turns and then dislodged after being fixated in the vasculature. The physician attempted to re-fixate the lead, but found the marks could not be put together. The physician explanted and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.